Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression.

Event description:
It was reported that the left ventricular lead dislodged. The physician elected to replace the lead. During the lead replacement procedure, the physician had difficulty accessing the coronary sinus. When the lead catheter was changed, the superior vena cava vein was unintentionally dissected. It was not known if the dissection was caused by the catheter or the introducer. The dislodged lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).